Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in a tremendous amount of pain going from her back to the bottom of her feet. The patient reported that the pain is getting worse and was constant. The patient also reported that they had a cat scan due to swelling in their stomach. The patient was unsure if the stomach swelling was related to the ins or therapy. The patient reported that they thought they might need the system explanted, but was going to follow up with their healthcare provider about it. No falls or traumas were related to this issue. The issue was not related to positional movement. Troubleshooting could not be done due to lack of access to the product. The patient reported that they did not have access to their patient programmer and had not tried to change any stimulation because they had moved and have been dealing with these issues. Additional information was received from the patient and it was reported that the pain and swelling issues had not been resolved, but she was currently following up with their healthcare provider and working on trying to resolve these issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.